Manufacturer narrative:
Although requested, no device returned. Results pending completion of the investigation.

Event description:
The customer reported that on an unknown date, a patient had a false positive result on the consult hcg urine cassette, lot hcg9102011. There were other false positive results on that lot that day, therefore a retest with a different lot number (not provided) was performed with a negative result. Quality controls had been performed on the affected lot with no irregularities. On (B)(6) 2021, the customer responded that there is now no longer an allegation of product deficiency. The kitted droppers that they used may have been contaminated at their site. No adverse event was reported.

Manufacturer narrative:
Correction: e1 (B)(6). Additional information: h3: although requested, device not returned. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Case details indicate that the kitted droppers may have become contaminated after receipt. This cannot be ruled out as the cause of the reported issue, as the product performed as expected during in-house testing. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.